Event description:
Patient presented to the hospital after receiving inappropriate therapy, due to oversensing. Fluoroscopic image revealed that the lead had dislodged. The lead was explanted and discarded when repositioning was unsuccessful.

Manufacturer narrative:
No medwatch form was received.